Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken stylet is confirmed and was determined to be use related. One approximately 35 cm segment of a 0.015 in. Stiffening stylet was returned for evaluation. An initial visual observation showed use residue throughout the returned sample. A microscopic observation revealed both ends of the stylet segment were broken and the fracture surfaces were observed to be straight and lustrous. One of the breaks was observed to be mostly flat and the other was observed to be angled. Some material flow could be seen on the edges of both breaks and distinct ridges were observed near the center of both break surfaces. No unraveling of the coiled wire was observed, and the core wire could not be found within the returned stylet segment. The angle, luster, and surface features of both breaks suggest the stylet was cut at both locations with a sharp instrument, most-likely scissors. The product IFU cautions: ¿the stylet or stiffening wire needs to be well behind the point the catheter is to be cut. Never cut the stylet or stiffening wire.¿ no further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of recr2246 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6)2019 , PICC was passed. On april 8th a noncontrast chest tomography was performed and a linear image with metallic density was found inside the right and left pulmonary arteries corresponding to the central venous catheter guidewire. On april 9th medical team with the intensivist define conduct of removing the metal artifact by radiointervention.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recr2246 showed no other similar product complaint(s) from this lot number. The device has not been returned at this time.

Event description:
It was reported that on (B)(6) 2019, PICC was passed. On (B)(6) a noncontrast chest tomography was performed and a linear image with metallic density was found inside the right and left pulmonary arteries corresponding to the central venous catheter guidewire. On (B)(6) medical team with the intensivist define conduct of removing the metal artifact by radio intervention.